Event description:
It ws reported that a shaft break occurred. The target lesion was in the iliac artery. An epic vascular 8x40x75 stent was advanced and deployed to treat the target lesion. A balloon was then advanced but got "caught" and was unable to move. It was noted that the inner catheter of the epic stent delivery system had detached and was still on the guidewire. The inner catheter was removed back out over the wire. The procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).